Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had no pocket showing up. A field service engineer reseated the row board cable on the drawer controller board and the row boards. The engineer manually detached the pockets and subsequently reinstalled them. The system functioned as intended after the field service engineer resolved the issue.